Event description:
An audit of 100% of mattress in facility revealed 4 models failed due to noted staining on the inner foam mattresses. Stryker iso libriun, span america pressure guard, linet protevo apc, and acu max quantum vpc prs. All mattresses were disposed of and replaced. No patient injury. Reference reports mw5165540, mw5165542, mw5165543.